Manufacturer narrative:
Investigation summary: the reported event of a no external power alarm was confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from (B)(6) to (B)(6) 2018. The information recorded on (B)(6) at 12:02 am revealed that the system was powered by a mpu and the power to the mpu was lost resulting in low power hazard and no external power alarms. The system controller was connected to 14v batteries and the alarm cleared. The pump support was not affected and the system was supported by the backup battery during the event. The data captured from (B)(6) 2018 revealed numerous pump stoppages. These events appeared to be related to a compromised driveline. The (B)(4) was not returned for evaluation. According to the additional information provided by the customer, the patient had the driveline replaced and it was returned to abbott for evaluation. No other equipment was exchanged. The device history records were reviewed (shop orders (B)(4)) and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that pump stoppages occurred when connected to power module. Patient was asymptomatic at the time of the event. Manufacturer's technical service representative reviewed the log file and observed pump stoppages and speed deceleration greater than 200 rpm on (B)(6) 2018 while vad was connected to mobile power unit (mpu). Low battery hazard events and no external power event was observed on (B)(6) 2018 and these events appeared when patient was changing power sources. Patient was being monitored for a while then was discharged. No further information was provided.